Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, explanted: (B)(6) 2016, product type lead, (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a lead remained in the consumer, which occurred during a procedure. During replacement of an implantable neurostimulator (ins) due to normal depletion, the doctor found out that the lead was frayed and tried to remove it, but unfortunately it broke and a part of it remained in the consumer. The doctor also found a seroma at the ins pocket. It was unknown if any factors led to the event. The issue was not resolved at the time of the report. No symptoms were reported.

Manufacturer narrative:
Note: additional information indicates this event is now reportable for serious injury.

Event description:
Additional information received from the representative reported the electrode broke near the wings and the part with wings remained implanted. The doctor was waiting for the infection to heal and then they will repeat the test and try to remove the broken lead. The issue was noted as not resolved yet.